Event description:
This complaint is from a literature source and the following citation was reviewed: woo ms, son w, kang dh, park j, kim m. Multiple telescopic stenting versus single flow diverter for the treatment of vertebral artery dissecting aneurysm. J cerebrovasc endovasc neurosurg. 2024 jun 3. Doi: 10.7461/jcen.2024.e2024.02.006. Epub ahead of print. Pmid: 38825744. Background and purpose: this study aimed to compare the clinical outcomes between two reconstructive flow diversion techniques: single flow diverter (fd) device and multiple telescopic stenting (ts). Cerenovus devices that were used in this study: qty unk: enterprise stents. Adverse event(s) and provided interventions for enterprise stents: qty 1: one patient in the ts-enterprise group showed symptoms related to thromboembolism. The dwi showed an embolic type high signal in the whole cerebellar hemisphere and the patient suffered from dizziness for several weeks; treatment was not disclosed. (Thromboembolism/ recognized procedural complication).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source and the following citation was reviewed: woo ms, son w, kang dh, park j, kim m. Multiple telescopic stenting versus single flow diverter for the treatment of vertebral artery dissecting aneurysm. J cerebrovasc endovasc neurosurg. 2024 jun 3. Doi: 10.7461/jcen.2024.e2024.02.006. Epub ahead of print. Pmid: 38825744. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Since the event of a thromboembolism is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The event is reportable to the us FDA. The complaint will be updated with any additional information received from performing follow-up activity with the corresponding author, and reportability for the us FDA will be reassessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.